Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. Although the pump was able to beep and vibrate, it was unable to be turned on. The pump was connected to a power source but still would not turn on. The customer's blood glucose (bg) level was impacted ranging form 374-576 (mg/dl) with moderate ketones. Manual injections were administered to correct the customer's elevated bg level. It was indicated that the customer had alternate insulin therapy available.